Event description:
The customer reported to olympus that during preparation for use, the evis lucera elite colonovideoscope presented with an inadequate air and water supply when being used with the evis lucera elite video system center and evis lucera elite xenon light source. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. This report is to capture the reportable malfunction of the inadequately cleaned nozzle noted at estimation. The clean and disinfection method (cds) used was oer-3/4/6.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to the clogged nozzle. The inside of the nozzle was clogged with solid black matter. As a result of component analysis, it was found that the black solid was silicon-based resin (rubber). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with a silicone based rubber. As silicone-based rubber is included in the packaging for the air water button, irrigation port, and connecting tube attachment, it is possible the rubber flaked off due to deterioration and caused the clog. However, as the customer reported the device was correctly reprocessed per the instructions for use (IFU), the cause for the foreign material remaining in the nozzle could not be determined. Olympus will continue to monitor field performance for this device.